Event description:
It was reported the insulin pump had alarmed no delivery and motor error during a bolus. Customer's blood glucose was 40.1 mmol/l. The insulin pump is being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.